Event description:
It was reported on (B)(6) 2025 a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system to treat an atrial septal defect (asd). Transthoracic echocardiogram (tte) and digital subtraction angiography (dsa) were used during the procedure. The asd was measured at 26mm. The devices were prepared per instructions for use (IFU). The cable connection was checked during device preparation and prior to deployment. During the procedure the occluder prematurely disconnected from the delivery cable when the cable was gently pulled back to the delivery system. The occluder caused a partial blockage of blood flow in the left pulmonary artery. An attempt was made to snare the occluder but was unsuccessful. The patient underwent surgery to remove the device and close the asd. The patient status was stable.

Manufacturer narrative:
An event of migration or expulsion of device was reported. The device was returned for analysis and the device met functional and dimensional specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. The reported unexpected medical intervention and surgical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 30mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue delivery system to treat an atrial septal defect (asd). Transthoracic echocardiogram (tte) and digital subtraction angiography (dsa) were used during the procedure. The asd was measured at 26mm. The devices were prepared per instructions for use (IFU). The cable connection was checked during device preparation and prior to deployment. During the procedure the occluder prematurely disconnected from the delivery cable when the cable was gently pulled back to the delivery system. The occluder caused a partial blockage of blood flow in the left pulmonary artery. An attempt was made to snare the occluder but was unsuccessful. The patient underwent surgery to remove the device and close the asd. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.